Event description:
A report was received stating the ventilator stopped cycling during ventilation of the patient. There was no reported harm to the patient. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer support engineer (cse) evaluated the ventilator and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverter pcbs, which resolved the reported issue. The ventilator passed performance verification tests (pvt) per manufacture's specification at time of service.. The parts replaced are not expected to be returned for further evaluation.